Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a trachea stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for stenotic disease within the bronchus. The patient anatomy was noted to be tortuous and the lesion was not dilated prior to stent placement. During the procedure, the stent was fully deployed at the target location. However, the stent failed to expand and the catheter of the delivery system was stuck within the stent. The user attempted to remove the delivery system from the stent slowly but the stent was withdrawn from the patient on the delivery system. The procedure was completed with another ultraflex tracheobronchial stent system of a different size. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.